Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID :3093, lot# j0333667v, product type: lead. (B)(4). Final analysis of neurostimulator model 3058 (lot # nbv117304h) showed stim ins grommet punch out hole. Punch out hole in the #3 grommet.

Event description:
Product was returned to the manufacturer via sheriff - coroner, who reported that event date (B)(6) 2015, patient death, which was not device related. It was noted: no patient injury. Device explant date (B)(6) 2015-9-8. Indication for use noted as: urinary dysfunction/sacral nerve stim.